Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The manifold will be replaced.

Event description:
The hospital reported the bag port was broken. There was no report of patient involvement.